Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Continuation: product ID 5554-53 implantable pacing lead implanted: 2007-(B)(6), product ID 5076 implantable pacing lead implanted: 2007-(B)(6). (B)(4).

Event description:
It was reported that sent data from the remote monitor showed an electrical reset. The device was interrogated and no reset was found. The device remains in use. No patient complications have been reported as a result of this event.